Event description:
It was reported that a tdxsc2-cg powered wheelchair's right side suspension arm was staying up and the user had to push down the caster to lower it. The left stability cylinder bolt of the suspension arm was rubbing on the battery box frame and scrapping off paint.